Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pump displayed an error message during set-up. The pump did not stop. There was no pt involvement.